Event description:
It was reported that right atrial (ra) lead was revised due to micro perforation. It was found that atrial sensing was within normal limits and sensing was 2.8 mv, impedance was 598 ohms and threshold had gone up. During the revision, same lead was implanted. No additional adverse patient effects were reported.